Manufacturer narrative:
Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the unit failed to engage and the staple load was not delivered. Would the jaws of the device close? Did the device cut? If the device cut was the cut line complete? How was the case completed?

Event description:
(B)(4).